Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one opened catheter with original packaging. Visual evaluation noted there were no eyelets on the catheter, and there was no evidence of a partial punch. A potential root cause for this failure could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions inspect the catheter before use. Do not use the product if the device or packaging is damaged."

Event description:
It was reported that the catheter did not have drain eyes, as a result there was no urine outflow upon insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter did not have drain eyes, as a result there was no urine outflow upon insertion.